Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that the oxygen sensor on the 840 ventilator was out of calibration. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing.